Event description:
Physician attempted arteriotomy on a pt with past medical history of peripheral vascular disease and moderate vessel calcification. While advancing the closer device into the groin, the device kinked at the crimp ring and the guidewire exit port. The device was straightened out under fluoroscopy and withdrawn without deployment, manual compression was used to achieve hemostasis. After compression, the pt developed a cold right leg. Thrombectomy was performed to remove a 2cm piece of clot from the right femoral artery. The pt recovered without any further injury.